Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the provided angiographic material was reviewed. The technical investigation revealed that the orsiro stent is neither deformed nor damaged. The stent is properly crimped in between the two radiopaque markers. The balloon is well folded and shows no signs of inflation. The review of the angiographic material showed the treatment of the vessel but the complaint event is not visible. It did not reveal any further conclusion on the root cause of the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. The final root cause is most likely related to external factors.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a calcified predilated lesion in a tortuous cx. The lesion could not be crossed with the device.